Manufacturer narrative:
2/12/1999- supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not cut and the staples did not form properly. The hosp has reported no pt injury occurred.